Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received external ram crc error alarm and spanish software anomaly. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated the high with pump. Troubleshoot was conducted. The customer was advised the pump did not indicate signed of replacement, and to monitor the device. The customer declined to troubleshoot for highs.